Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with an implanted lead 977a260 5mm compact 1x8 magnetic resonance imaging (MRI) and an implantable neurostimulator 97715 intellis adaptivestim pain experienced a return of pain and loss of stimulation. The patient reported falling downstairs at home, and new pathology possibly caused by the fall was pending evaluation. A magnetic resonance imaging (MRI) was planned to evaluate the new pathology. No troubleshooting was performed, and the cause was not known. The patient was going to have the system explanted to get an MRI and then have it reimplanted.